Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report. Also involved in this event is cat no 702634 large ao coupling asnis iii hall fitting. It is not known at this time which device caused this event.

Event description:
It was reported that following use [reaming a femur during a gamma surgery] the one-step conical reamer and the ao large-hall adaptor fused together.